Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, delamination, and valve leak.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "leak at valve" device has been explanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "leak at valve" device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner device, delamination of the valve and crack of the valve. Leak test and microscopic analysis was performed which identified: delamination total of the valve, creases flat and opening crack of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure). A cracked valve seat diaphragm valve.